Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during implantation of an impella cp the catheter would not advance around the aortic arch. The pump was removed and new impella cp was placed successfully. No patient harm was reported.

Manufacturer narrative:
The pump was returned for investigation. No physical damage was noted on the returned pump. It was reported that the pump encountered heavy resistance at the aortic arch while being loaded on the 0.018 guidewire. The physician reported being unable to remove the wire, so both the device and the wire were pulled together. No defect was found on the returned product the cause of the delivery issue was unable to be determined as insufficient clinical details were provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
B.7 additional information was added that was inadvertently omitted from the initial report that was submitted. D.3 manufacturer name should not of contained numbers behind it on the initial report that was submitted. D.9 the device was returned and the date was added. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 code a150207 was reported incorrectly on the initial report that was submitted. Investigation codes were updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.